Manufacturer narrative:
Product event summary: based on the results of an internal investigation, no additional investigation of this event is required at this time for (B)(4). The most likely cause of the reported event was found to be a communication error between the controller and the batteries this event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650/ expiration date: 2015-09-30 UDI #: unk. Yes, return date: 2016-02-12, mfg date: 2014-09-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced critical battery alarms on two batteries. There were no reported consequences or impact to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.